Event description:
It was reported that this pacemaker exhibited an unexpected malfunction and patient experienced heart palpitations. The boston scientific technical services consultant referred the patient to the clinic. As of this time, this pacemaker remains in service. No adverse patient effects were reported.